Event description:
Reporter indicated that a vns pt "has had a high impedance". It was reported that the pt "has had consistently high impedance, but clinically unit appears to be functioning". X-rays were reviewed by the MFR, and although the cause of the event could not be confirmed, it was found that the lead pin may not be fully inserted into the connector block of the generator. It was also noted that the electrodes do not appear to be placed in the orientation typically observed, although this may be due to pt's anatomy.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR, no gross lead discontinuities found. It was noted that the lead pin may not be fully inserted into the connector block of the generator and the orientation of the electrodes appeared unusual. Device failure is suspected, but did not cause or contribute to a death or serious injury.